Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging colon cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging colon cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory-initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord also observed customers humidifier heater plate did heat. It used a known good pil supplied heated tube on customer¿s humidifier and verified the heated tube did heat. Product investigation laboratory observed the following sound abatement degraded foam indications- black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure this investigation was performed using the following steps: 1. External examination of the device, including the interior of the iso port on the side panel and the air inlet/filter recess. 2. Applied power with the returned power supply and power cord when available or with a known good pil power supply and power cord. 3. Inserted sd card to collect available patient compliance and settings data for care orchestrator. 4. Used service test tool suite to collect the error log and time meters. If time meters both read 0 hours, machine hours were collected from the device¿s information menu in provider mode. 5. Initiate therapy to verify airflow is generated. 6. Internal examination of the device, including the following: 1. Removal of upper enclosure. 2. Removal of pca. 3. Removal and inspection of the blower box assembly: 1. Remove blower box cover. 2. Remove blower and inspect for evidence of sound abatement foam degradation/breakdown. 3. Examine interior of blower box for evidence of sound abatement foam degradation/breakdown. 4. Physically examine sound abatement foam in the airpath. 4. Reassembly of the device. The following are the results of the investigation: product investigation laboratory initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube on customer¿s humidifier and verified the heated tube did heat. Product investigation laboratory observed the beginning of sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings - pil observed the following from an external and internal inspection: broken ui (user interface) knob. Missing air inlet filter. Missing sd card connector. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and has dust-like contamination on it. Dust-like contamination on sound abatement foam. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil observed the following from an internal and external inspection of humidifier flip lid seal had dust-like contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. White and tan dust-like contamination on the dry box seals. Potential mineral deposits inside the water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. The source of contamination was most likely external to the device. Pil was unable to get care orchestrator information from device. Pil was unable to address the symptoms specified. Review of the device log showed: errors logged: 0 errors were logged. Device was likely reset prior to pil receipt as indicated by the device having 17,917.4 machine hours and no blower or therapy hours.